Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiac event due to the use of the product administered for dialysis treatment.

Manufacturer narrative:
(B)(4). This is one of two device reports associated with this event.